Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) is complete. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear te was pulled from the strain relief. The cause of the test failure was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of electrode belt (B)(4) for an unrelated issue, a reportable device malfunction was found. The electrode belt had damaged cables.